Event description:
The customer reported an uncontained clenz fluid leak of approximately five (5) ml from an unknown source inside the coulter ac.t diff 2 analyzer during startup. The instrument did not generate any alarms or errors when the leak occurred. The customer stated the instrument was a backup instrument and that the startup failed platelet (plt) and hemoglobin (hgb). There was no report of injuries, erroneous results, direct physical contact with the fluid, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eye protection, and laboratory coat when the leak was discovered. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found the leak was due to clogged red blood cell (rbc) and white blood cell (wbc) baths. The fse cleaned the baths and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).